Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed by review of the history event log but could not be duplicated during testing. It was found that the downstream occlusion(dso) seal was cracked. The dso seal was replaced.

Event description:
The device was returned for occlusion error. During physical inspection, it was found that there was a cracked downstream occlusion (dso) seal.